Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. But, information was not available. The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system lead was exhibiting high impedance. Consequently, the physician decided to explant the old implanted lead and replace it with a new one. Postoperative, the patient was stable and receiving stimulation therapy again.